Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported mitral regurgitation (mr) as listed in the instructions for use (IFU) is a known possible complication associated with mitraclip procedures. Based on the available information, the cause for the reported mr cannot be determined. It is possible that progression disease contributed to the reported issues. However, this cannot be confirmed. The reported hospitalization and surgical intervention are the results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Patient ID: (B)(6). This is filed for recurrent mr, requiring surgical intervention. It was reported this was a mitraclip procedure, performed on (B)(6) 2021 to treat functional mitral regurgitation (mr) with a grade of 4. One clip was deployed on the mitral valve, reducing mr to a grade of 2. On (B)(6) 2022, transthoracic echocardiogram was performed and noted increased aortic stenosis, increased mitral regurgitation (mr) and tricuspid regurgitation. The mr was increased to grade 3. A mitral valve replacement surgery was performed on (B)(6) 2022, as well as a re-do aortic valve replacement and tricuspid valve repair. The implanted mitraclip was explanted during the surgical mitral valve replacement. No additional information was provided.